Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump received a replace battery now alarm and failed battery test when the battery was changed. It was reported that the four different batteries were tried but the alarm persisted. It was also reported that the insulin pump alarmed two pump errors indicating, an error in the motor detected and unexpected movements. The displacement test resulted in the pump error indicating motor movement. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.